Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pacemaker and rv lead were programmed to unipolar pace and bipolar sense. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation high out of range pacing impedance measurements for the pacemaker and another manufacturer's right ventricular (rv) lead triggered the lead safety switch (lss). Further review found that there was oversensing of noise leading to almost three seconds of pacing inhibition due to unipolar configuration. Boston scientific technical services (ts) discussed programming the pacemaker and rv lead to unipolar pace and bipolar sense. The field representative would discuss the recommendation with the physician. The pacemaker and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the pacemaker and rv lead were programmed to unipolar pace and bipolar sense. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon interrogation high out of range pacing impedance measurements for the pacemaker and another manufacturer's right ventricular (rv) lead triggered the lead safety switch (lss). Further review found that there was oversensing of noise leading to almost three seconds of pacing inhibition due to unipolar configuration. Boston scientific technical services (ts) discussed programming the pacemaker and rv lead to unipolar pace and bipolar sense. The field representative would discuss the recommendation with the physician. The pacemaker and rv lead remain in service and no adverse patient effects were reported.